Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
It was reported that the ultrasound system emitted a burning smell and triggered the in-house fuse. According to the patient follow-up received from the user facility, there was no study being performed or patient involvement at the time the reported phenomenon occurred. No additional information was provided.